Manufacturer narrative:
Service was not dispatched for this event. The field service engineer (fse) did not evaluate the instrument. Quality control (qc) data provided indicates qc is recovering in range. The system check run on (B)(4) 2009 passed all parameters. The customer did not report any event log messages associated with this event. The customer sent samples from the patient to customer product line support (cpls) for additional testing. The customer product line support was able to confirm heterophile interference in the returned sample. The results obtained after dilutions and the addition of ieps indicate that there is a heterophile interferent in this patient's sample. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system. The patient samples were repeated on another methodology, and the results were in the normal reference range. The initial erroneously elevated results were reported outside the laboratory. Customer suspects patient sample interferents and will send samples to customer product line support for interferent testing. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.